Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the dura guard for the electric pen drive was broken during an operation on (B)(6) 2013. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found. The device was received and it was confirmed that the tip of the device was broken off. The cause is unknown. The dura guard was analysed for conformance to print specifications, as well as the device history records were researched. No abnormal findings were identified. The measurable dimensions were checked and they were also found to be in compliance with the technical drawings. Based on these findings we conclude that there was a mechanical overload situation during use, which led to the breakage.